Event description:
The healthcare professional reported that during a stent-assisted endovascular embolization procedure, the 150cm x 5cm prowler select plus microcatheter (606s255x / 31130292) was placed in the target position after passing through the guide catheter (competitor brand) and the physician delivered the 4mm x 16mm enterprise 2 vascular reconstruction device (encr401612 / 8137623) to the microcatheter and began to partially release the stent. The physician then started to deliver the coil microcatheter (unspecified brand) to the target site, but the stent and its delivery microcatheter moved back automatically. The physician tried to deliver the stent and the microcatheter forward, and the stent and microcatheter moved back automatically again. The physician removed both the stent and microcatheter from the patient and replaced both devices to complete the procedure. The guide catheter and the microcatheter for the coil were not replaced. The procedure was delayed by approximately 30 minutes. There was no report of any negative patient impact. The complaint indicated that the prowler select plus microcatheter was discarded. On 02-apr-2024, additional information was received. Per the information, the target vessel of the procedure was the c7 segment of the internal carotid artery (ica). The target was an unruptured saccular aneurysm that is approximately 4mm x 5mm in size. The microcatheter used to deliver the coil (per the information, competitor brand) was a prowler select plus microcatheter (catalog / lot# unknown). The coil was not replaced. The microcatheter used to deliver the stent was the 150cm x 5cm prowler select plus microcatheter (606s255x / 31130292). The replacement stent was another 4mm x 16mm enterprise 2 vascular reconstruction device (encr401612) and the replacement microcatheter to use with the replacement stent was another 150cm x 5cm prowler select plus microcatheter (606s255x). The additional information confirmed there was no negative patient impact and the physician did not consider the 30-minute procedure extension to be clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier and date of birth were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8137623. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 24-apr-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 16mm enterprise 2 vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the stent was already detached from the unit. No damages were observed on the delivery wire or on the introducer. The stent component was inspected under the microscope. One of the two ends was noted to be completely flared; the other end was observed to have some struts broken. The reported issue regarding difficulties during stent placement could not be evaluated since the reported issue is specific to the patient and procedure at the time of occurrence and cannot be replicated in the laboratory. However, the reported issue can be confirmed based on the damage found in the stent, which suggests that the device was subjected to certain manipulation that could also have caused the stent to disengage from the delivery wire at an undesired location. Clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. There is no indication that the issues reported in the complaint are a result of a defect inherently related to the enterprise device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8137623. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent this type of damages from leaving the facility. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.